Event description:
During a therapeutic nephrostomy procedure this catheter broke off 3cm from the white connector, outside the body. Another catheter was used to complete the procedure with no pt complications.